Event description:
A 3.0mm diameter x 12mm length endeavor rx drug-eluting coronary stent was implanted in a patient with unstable angina pectoris. The target lesion, located in the lcx #11 was described as, severely calcified and with 99% stenosis. During the same procedure, one other endeavor rx drug-eluting coronary stent was deployed in the lad # 5-6 (bifurcation with lmt) with t-stenting technique (MFR report# 2953200-2009-01649). The endeavor rx stents were deployed afer using rotablator. It was reported that difficulty was noted during crossing guide catheter and guide wire due to severe calcification present at lesion site. Although the physician confirmed that the stent expansion was not very good, the procedure was completed as the blood flow had been recovered. However, nine days post implant, the patient's condition suddenly changed into shock status. Emergent cag was performed. It was confirmed that the two endeavor rx stents inside were totally occluded. Poba was performed then a driver rx coronary stent was deployed to distal part of the endeavor rx stent deployed in the lcx#11 and one other manufacturer stent was deployed to lmt. The physician does not consider that this event (sat) occurred by endeavor rx stents, considering insufficient expansion of relevant stents at the end of the procedure and suspicious of the patient's compliance of taking plavix. Additional information received from the field confirmed that the patient died by cardiogenic shock 10 days post implant of relevant stent. In relation to the patient's death, the physician commented that this event was not stent related. The physician also commented that thrombus might have been developed at the location where the stent expansion was partially insufficient because of severe calcification in lmt and it resulted in occlusion.

Manufacturer narrative:
Evaluation results: (stent thrombosis, death), (relevant stent deployed at bifurcation), lesion presenting severe calcification). Evaluation codes, conclusion: (relevant stent deployed at bifurcation), (lesion presenting severe calcification). (Secondary intervention: cag, poba, one other manufacturer stent was deployed at lmt, a driver rx coronary stent was deployed to distal part of the endeavor rx stent deployed at lcx # 11).